Event description:
Additional information received indicates that the patient underwent surgical intervention during which the system was explanted with no complications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing soreness at the ipg site and ineffective therapy. It was noted that the patient had a previous fall. Reprogramming was unable to resolve the issue. As a result, the patient may undergo surgical intervention to address the issue.